Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection showed that the outer insulation was found abraded (between 55 cm and 57 cm distal to the df-4 connector pin), which is assumed to be the root cause of the reported loss of capture. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Further damages such as a cut into the outer insulation (24 cm distal to the df-4 connector pin), most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient reported experiencing a fall on (B)(6) 2020. She was unsure whether she lost consciousness or just slipped. Patient also reported dizziness and lightheadedness. Upon presenting to the ER, patient was noted to have hr in 30's-40's with intermittent capture. EKG and telemetry demonstrated loss of consistent capture. Rv pacing amplitude increased to 4.5 v with consistent capture, but the lead was ultimately explanted and replaced on (B)(6) 2020. Should additional information be received, this file will be updated.